Event description:
Pt admitted after having been the passenger in a motor vehicle accident. She was unrestrained in the vehicle which was hit on the passenger side. Pt was alert and oriented upon admission. Chest x-ray revealed a pneumothorax for which a chest tube was inserted. Pt also complained of abdominal pain in left upper quadrant. On 3/18/97, the chest tube was replaced after only residual pneumothorax was noted. On 3/29/97, pt began having temperature spikes up to 40 degrees celsius and vomiting.